Manufacturer narrative:
The product was returned for analysis. The device was returned in blister tray in the carton. The lock-out assembly has been removed. The plunger is oriented correctly. The plunger has been fully advanced outside the tip of the device. Viscoelastic is dried in the device. No lens returned. The device is taken apart for further evaluation. O-rings around the valve were confirmed, to be misaligned/pinched. The root cause is deemed to be manufacturing related. The manufacturer internal reference number is: (B)(4).

Event description:
The implant has been correctly placed, despite the incident. No explantation needed, the implant still in the eye of the patient, no clinical consequences and no loss of visual acuity.

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number.   The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis.  Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.  Results from the product history record review indicated the product met release criteria.  There have been no other complaints reported in the lot number.  The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during the placement of the intraocular implant for cataract surgery, the injector did not stop while the blue trigger was in neutral position. The surgeon partially removed the injector from the eye. Additional information was received, the surgeon removed the injector quickly so that the plunger, which kept coming out without pushing the button, would not damage the capsule and cause more damage. The surgeon was able to place the implant without major consequences.